Manufacturer narrative:
The complainant was unable to report the serial number; therefore the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii was used in the bile duct during a cholangioscopy procedure performed on (B)(6) 2022. During the procedure, they kept losing visualization. They checked all the connections, hit restart, unplugged and plugged back the scope into the controller and it was assumed that the scope was defective. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.